Event description:
Customer reports female having a stone removal procedure. Pt on the table, but not sedated, when staff attempted to take a preliminary x-ray, the sys failed. Pt was then moved to x-ray department for the kub image, where it was determined the stone had already passed and the pt did not need the urology procedure. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.